Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a procedure performed (B) (6) 2009 ((B) (6) female; weight unknown). According to the complainant, a polyflex esophageal stent was implanted in a patient¿s esophageal stricture (B) (6) 2009. During the planned removal on (B) (6) 2010, the physician observed a fistula at the proximal end of the stent. A swallowing study was performed which confirmed the fistula. The physician thought that the stent had caused the fistula. The physician implanted a wallflex fully covered esophageal stent to cover the fistula. The patient is (B) (6) and is on a ventilator.

Manufacturer narrative:
(B) (4). Therapy/non-surgical treatment, additional. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.